Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is completed.

Event description:
A stryker micro sagittal saw was called in for repair because it was leaking a black substance during cleaning. There was no pt involvement, no adverse consequences were associated with the event.